Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving multiple shocks. The device was found to be in backup vvi. A bvvi status report and device image could not be retrieved, therefore it was undetermined if the shocks were appropriate. After performing programming changes, the programmer needed to be rebooted and as a result, backup vvi status report and device image were not received again. The rv lead impedance was also noted to be high and out of range. The device and the rv lead were explanted and replaced. The patient was fine during, and post procedure.

Manufacturer narrative:
The reported field event of backup vvi was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment. No anomalies were found.